Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged and the pump battery intermittently could not be charged. Additionally, the continuous glucose monitor read as ¿low¿. Customer consumed carbohydrates to address low bg. The customer reverted to an alternate method of insulin therapy.